Event description:
Info received indicates the bed has no power.

Manufacturer narrative:
The tech replaced the power control module to repair the bed. There were no visual indications of a defect on the board.